Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was inserted on (B)(6) 2012 into the pt's left wrist. The pt had been using crutches for 24 hours when it was observed that the catheter was broken. The catheter material had to be removed via local injection and a small incision on (B)(6) 2012.